Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter insulin pump had blank display. The customer¿s blood glucose level was 106 mg/dl. The customer reported that they had blank display. The troubleshooting was performed and was advised to insert a new battery and display did not return. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had flashing white lcd display due to electronic assembly moisture damage.during visual inspection, motor and force sensor had moisture damage.unable to perform self test, sleep current measurement test, active current measurement test and displacement test due to flashing white lcd display.